Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 8/28/2017 - phone, 8/28/2017 - voicemail, 9/5/2017 - phone. Ge healthcare recommended to the hospital to replace the flow sensors and reseat the breathing system.

Event description:
The hospital reported that, intermittently during a case, the unit would not switch from bag mode to ventilator mode. There was no report of patient injury.